Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl, and a fall resulting in a broken femur. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with consumption of carbohydrates. No information was provided regarding the release date; however, customer indicated the issue was resolved and no permanent damage was sustained. System check with tandem technical support confirmed the pump was functioning as intended.